Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported failed flow rate test. A flow rate test found the device to underinfuse at various rates. Eval found the lower finger pressure plate stuck under its respective holder (hook side) due to fluid intrusion causing the under infusion. The door and all its components were replaced to correct this condition.

Event description:
It was reported that a spectrum infusion pump failed the flow rate test. It was also reported that there was no pt involvement.